Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. The patient experienced an exposure on the posterior wall of the vaginal mucosa near the fornix and was treated with estrogen application and subsequent mesh removal. The patient's current condition includes occasional anal discharge without feeling. Additional information was not provided.